Manufacturer narrative:
Date sent to the FDA: 03/26/2021. Additional information was requested, and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? 26 years old, female, other information is unknown. 11. The single event description contains a statement ¿patients were treated¿. Please clarify if there is more than one patient involved. If yes, please create additional files with event details for other patients and provide pc numbers. Only one patient. The following information was requested, but unavailable/ unobtainable: 2. On what tissue was the suture used? 3. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? 4. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? 5. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? 6. Other relevant patient history/comorbidities/concomitant medications? 7. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? 8. Were cultures performed? Results? 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? 10. What is the patient¿s current status? Was the wound healed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlm096 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patients current status? Was the wound healed? The single event description contains a statement patients were treated. Please clarify if there is more than one patient involved. If yes, please create additional files with event details for other patients and provide pc numbers. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. On the 3rd post-operative day, the abdominal incision appeared with induration without redness, but with swelling and exudation. It was considered as poor wound healing postoperatively. It was reported that the patient was treated with continuous infusion of nafcillin for anti-infection, intensive dressing change and wet compress with alcohol. Additional information has been requested.